Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that peri-procedure, the patient who was already in the operating room (or) was put under sedation to undergo a transesophageal echocardiography (tee) procedure. During equipment testing and as the doctor started getting ready to insert the probe into the patient, the ultrasound system hang and the doctor was unable to start the tee. The doctor rebooted the system and the functionality was restored. The tee was delayed by 15 minutes but it was completed with no report of patient adverse event. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for system hang on boot when preparing to start a tee procedure. Engineering investigated the issue and stated that the cause of the issue is the intermittent failure of the baseboard management controller on intel motherboard, which causes communication issues of the smbus. The system will not boot without smbus communication. The design of the motherboard for the mbm board is being upgraded, which eliminates the motherboard controller that is having the intermittent issue. Complaint reference #: (B)(4).